Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant was extracted about 2 months after it was implanted. The patient came to the clinic complaining of pain because of infection and lesions. The implant site had type 2 bone quality. There was bone loss due to loss of osseointegration. Per information provided in the received questionnaire, the implant might have failed because of lesions and infection. The patient has history of smoking. The report also stated that patient's oral hygiene was not good. Patient's symptoms have been relieved after the removal of the implant. There was no abnormality with the implant. The patient is waiting for bone to heal. This is report 1 of 4 reported implants placed in tooth locations #35, 45, 23 & 13. Please reference 3011649314-2018-00073 ((B)(4)) for the 2nd complaint. Please reference 3011649314-2018-00074 ((B)(4)) for the 3rd complaint. Please reference 3011649314-2018-00075 ((B)(4)) for the 4th complaint.

Manufacturer narrative:
Corrected sections: brand name was changed from inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp to inclusive tapered implant 4.2 mmd x 10 mml x 3.5 mmp. Model and catalog number was changed from 70-1070-imp0006 to 70-1070-imp0027. Expiration date was changed from 10-nov-2022 to unknown. UDI number was updated to ni- no information as the reporter could not provide a lot number for the reported suspect product. Manufacturing date was changed from 10-nov-2017 to unknown. The device was returned and investigated, however it was noted that the device did not match the initial complaint description. Reporter was contacted and could not confirm model, lot and size of the initial product returned. However, the returned product was measured and confirmed to be an inclusive tapered implant 4.2 mmd x 10 mml x 3.5 mmp. Therefore, the information was updated accordingly. A visual and microscopic evaluation was performed. In addition the device was measured with a radiographic template. The lot number of the device was asked but unknown; thus, the device history record (DHR) could not be reviewed. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and it provides the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The following statement in the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." It was reported that the patient had poor oral hygiene and was a smoker. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking is known to have a strong influence on the complication rates of implants. Therefore, patient factors may have been a factor in the failed osseointegration of the implant. Based on the returned part inspection and review, there was no product deformity or nonconformity, and there was no evidence found to indicate that the reported issue was caused by the device itself. The device met specification. At this time the reported issue will be tracked and trended.